Event description:
On (B)(6) 2013, it was reported that the patient passed away. Follow up with the physician indicated that he did not know the cause of death. A search for the patient's obituary online provide the date of death. A review of the patient's programming history only showed data from the date of implant. No other information has been provided.

Event description:
Follow-up with the funeral home showed that the device was not explanted. Attempts for relevant information from the patient¿s care facility have been unsuccessful.